Manufacturer narrative:
Product ID 3889-28, lot# va1axwv, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient has a non-compatible MRI lead and patient needs MRI due to ms. Caller reports she attempted to remove the lead, but the lead snapped off, the part that snaps off was from the last tined electrodes down. Caller reports she cut the lead, took out all the metal pieces. Caller reports the reason for the lead not coming out completely was due to the age of the lead and the lead had completely incorporated into the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1axwv, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  surgeon had difficulty removing the lead and imaging showed "band" metal. There is still some component of the old lead remaining. Additional information was received from the patient. They reported that when they had their replacement done, the surgeon left behind the previous lead. They did not state why, but that the lead was broken inside of their body. They were redirected to their healthcare provider to further address this issue.